Event description:
Olympus bronchoscopes are not providing image when inserted into patients. Scopes negative for kinks, bends, breaks and gold connections are in good condition. Connections wiped down with no resolution to lack of image. 2 separate patient incidents-no harm. 3.0 ett [endotracheal tube] to a 3.5 cuffed ett (bf-xp190 scope).